Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device, one video, and one photograph of the complaint event. Video inspection noted that the handle screen showed a reload attached asking the user to remove the reload. There are multiple situations which could result in this screen. Photographic inspection noted that the knife bar was herniated from the articulation joint of the reload. The reload was still attached to the adapter. Visual inspection of the returned adapter noted that the adapter was returned with a reload still attached. The reload was forcefully removed from the adapter. Functionally the adapter was tested with pmv representative devices. The device functioned without abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. The clamp test could not be performed. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.

Manufacturer narrative:
The incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.